Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on the tip clamp and plunger clamp in the problem area of the pipetter assembly. The fse cleaned the tip clamp and sleeve. The instrument was inspected, tested without further problem, and returned to service.